Event description:
The account alleged that the bed can be raised, but when lowering the bed, it will stop about midway down, the head end will stop lowering but the foot end continues to travel down.

Manufacturer narrative:
The account switched the hi/low motor connections on the motor control board and the head end is now lowering but the foot end isn't. The account replaced the motor control board but nothing has changed. Repairs have not been completed.